Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 299 mg/dl. The customer stated that a correction would be delivered via the pump. Reportedly, the cartridge would be reloaded onto the pump and insulin delivery resumed.